Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported knot in the lock line could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a knot in the lock line requiring intervention. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 4. A mitraclip xtw was selected for treatment, but during deployment, it was observed that the lock line knotted and the tip of the lock line split. The knot was clearly visible after removing the lock lever cap. The knot was cut with a scalpel and the procedure was completed successfully with a mitraclip implanted and stable on both leaflets. The mr was reduced to less than 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.